Event description:
The user stated the d module was leaking on the floor from underneath the front. The leak was contained, and no one was hurt. The user stated at the rate the analyzer was leaking, it would soon be into the walkway. No erroneous results were generated.

Manufacturer narrative:
The field service rep determined there was a water overflow at the r2 reagent nozzle rinse well. He adjusted the r3 rinse well nozzle and performed a mechanism check. The user ran calibration and qc to verify the analyzer operation.